Manufacturer narrative:
One sample was received from p/n 67nfps35 l/n 3705931 without its original packaging inside a ziploc bag. Sample was received in used conditions with its certificate of decontamination. Visual inspection was performed in order to detect any damage on the cuff. During the visual inspection, it was observed contamination on the neckstrap, cuff and inside the connector. Air cuff symmetry test was performed according to av-10006853 rev. 101 "leak and cuff symmetry visual aid". When inflating the unit, the cuff inflated without problems. When measuring the cuff, the percentage for the symmetry was 47.36% this result is over 33.3% that is the minimum acceptable. Based on the test, the unit is within spec. The customer reported condition was not confirmed, therefore there is no root cause for this event.

Manufacturer narrative:
Event date: reporter stated "I do not know the date of the occurrence. I just know the event occurred sometime before (B)(6) 2019 as that is the date I picked up the trach".

Event description:
Information was received that a smiths medical bivona flextend tts neonatal straight neck flange tracheostomy tube cuff inflated asymmetrically. No adverse effects were reported.